Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7134633/7137265.

Event description:
It was reported that the patients ipg incision opened up resulting in an infection. Symptoms included redness and pus-like discharge. The patient underwent an explant procedure wherein everything was removed and patient was doing well postoperatively. The explanted device components will not be returned.

Event description:
It was reported that the patients ipg incision opened up resulting in an infection. Symptoms included redness and pus-like discharge. The patient underwent an explant procedure wherein everything was removed, and patient was doing well postoperatively. The explanted device components will not be returned. Additional information was received that the patient was administered antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 32445601.

Event description:
It was reported that the patients ipg incision opened up resulting in an infection. Symptoms included redness and pus-like discharge. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and will not be returned. Additional information was received that the patient was administered antibiotics. Additional information was received that the patient underwent a revision procedure due to seroma. Everything was explanted and patient was doing well postoperatively. The explanted devices were discarded.